Manufacturer narrative:
A getinge fse examined unit check logs, and states that customer had autofill issue replaced both muffler, replaced regulator, calibrate unit issue resolved. Return unit to the customerfor use.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) balloon keeps deflating. No injury or harm reported.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) balloon keeps deflating. No injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.